Event description:
It was reported that a pump "does not recognize a closed door." It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom "does not recognize a closed door" caused by a loose link screw (upper). The condition was eliminated during evaluation by adjusting the screw, with the door performing as expected. The link screws will be replaced.